Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue, near syncope, and syncope. Upon device interrogation, it was note that there was a polarity switch due to high and undefined impedances on the right ventricular (rv) lead as well as oversensing that resulted in pacing inhibition. It was also reported that there were high thresholds, loss of capture, and a fracture on the rv lead. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.